Event description:
It was reported that the inner sheath had ceramic head damaged. The issue occurred during inspection of the device for a therapeutic electroresection surgery before sedation. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The device inspection found the ceramic head (insulation beak) was broken. Based on the results of investigation, insulation beak failure is mechanical component problem. The most likely cause is impact, dropping, shock or similar stress. However, the cause of insulation beak failure and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.